Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained right humeral fracture on (B)(6) 2012. Fracture was repaired on (B)(6) 2012. Post-op follow-up revealed a non-union of fracture at a unknown date. Decision was made to remove and revise the construct. Two stage process ¿ remove hardware and within a couple of weeks at a unknown date to revise patient with new hardware. All hardware was removed successfully. No delay in surgery reported. This is report number 2 of 4 for (B)(4).

Manufacturer narrative:
Patient ID reported as (B)(4). Expiration date reported as (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows lot# 5421859 of ti spiral blade 48mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (4988525) had one nonconformity noted for oversized diameter. It was determined that the oversized diameter would not affect product run at vendor tech machine (where lot 5421859 was manufactured), and would have no effect on dimensions of finished product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.